Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be a potential product quality issue. B3: date of event is an estimated. D4: the UDI is not known as the part and lot number were not provided. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of priority pack 20/30 w/115 rhv product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported that during preparation of the indeflator, an air bubble was noted in the device. There was no reported device use or patient involvement. Another indeflator was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.